Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a driveline disconnect alarm and a clock not set alarm were both confirmed via the provided log file. The log file captured a driveline disconnect alarm on 06feb2025. The alarm appeared to be consistent with the controller being exchanged, as the controller was manually powered down approximately 1 minute later and was not connected to the pump throughout the remainder of the data; however, no other alarms or atypical events were observed prior to this alarm, and the reason for the controller¿s exchange was unable to be determined from the log file. When the controller was powered on again to retrieve the log file, its clock had reset to the default timestamp of 01jan2000 at 00:00:00, resulting in a clock not set alarm. This suggests that the backup battery within the controller had not been maintained after the controller was exchanged. The clock was synced on 20nov2025, resolving the alarm, and no other notable events were observed. The system controller (serial number (B)(6)) was not returned for analysis, and available information for this event indicates that the controller was retained. Questions regarding the event were asked multiple times and no responses were received. The root cause of the observed driveline disconnect alarm was unable to be conclusively determined through this analysis. The root cause of the observed clock not set alarm appeared to have been a lack of maintenance on the system controller¿s backup battery, after the controller was exchanged, per recommended guidelines and labeling. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 lvas instructions for use (IFU) (section 7 ¿alarms and troubleshooting¿) instructs users on how to resolve controller clock not set alarms by syncing the controller¿s clock via the system monitor. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (IFU) instructs users to, at least once every six months, contact their hospital contact to charge the backup battery within the backup system controller, to perform a self-test on the backup system controller, and to ensure that the backup system controller¿s settings are identical to the primary controller¿s. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including alarms associated with driveline disconnect conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review on this system controller. The history on the system controller was from (B)(6) 2025 and there was a pump off and driveline disconnect as well as a controller not set. Per log file review, there were no low flow alarms that recorded during the time frame of the event log file history, 5feb2025 21:01:24 through 6feb2025 12:21:19, were purged before the download. There were no lvad connections recorded since the driveline disconnect event at 6feb2025 12:20:26. There were just a few events recorded after the controller was recently connected to power module power. These included controller_clock_corrupt associated with a reset of the controller clock. Then clock synchs were performed at (B)(6) 2025 8:51:44 and (B)(6) 2025 8:52:04. Per investigator review, system controller log files captured data from (B)(6) 2025. No atypical alarms or events noted, and the driveline was disconnected on (B)(6) 2025 which appeared consistent with a controller exchange. The controller was powered on again on (B)(6) 2025 to pull the log file (not connected to a pump at that time).

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.